Event description:
We received a report that after the implantation of a zcb00 21.5 in the patient's right eye, the surgeon determined the patient needed a vitrectomy. The incision was enlarged to remove the intraocular lens (iol). He completed the procedure by placing a 3-piece iol. There was no patient injury reported. The iol was discarded by the facility and will not be returned for investigation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.